Event description:
It was reported that the incorrect dose/rate was noted on the device. There was patient involvement and no harm. It was further reported that this was a potential programming error for insulin regular. It was reported a non-weight based rate was entered into the pump despite the order being a weight-based order. The subsequent bag with the with the original order in nonweightbased label was scanned, but the weight based rate that is actively infusing gets pulled into the screen for nurse to program via interoperability. Customer reports there was no warning that the units differed. Through initial review of hl7 messages it was noted that the clinician programmed an override at 11 units/kg/hr instead of ordered 11 units/hr. Customer unable to provide event logs. Education was provided by interoperability consultants: if a clinician is sending the order to the pump, there is clear list of matching criteria. The order details in the automated programming request must match: if the above items do not match, then an error message will be sent to the emr, the details will not be populated on the device. Often, clinicians will then move forward with manually adjusting the infusion.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: initial reporter occupation, other occupation, report source, report source other. Additional information: unique identifier (UDI) #, imdrf annex a, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that the incorrect dose/rate was noted on the device as identified and provided review of apr alongside analytics. Customer unable to provide event logs. Issue appears to be human error within the emr workflow. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the incorrect dose/rate was noted on the device. There was patient involvement and no harm. It was further reported that this was a potential programming error for insulin regular. It was reported a non-weight based rate was entered into the pump despite the order being a weight-based order. The subsequent bag with the with the original order in nonweightbased label was scanned, but the weight based rate that is actively infusing gets pulled into the screen for nurse to program via interoperability. Customer reports there was no warning that the units differed. Through initial review of hl7 messages it was noted that the clinician programmed an override at 11 units/kg/hr instead of ordered 11 units/hr. Customer unable to provide event logs. Education was provided by interoperability consultants: if a clinician is sending the order to the pump, there is clear list of matching criteria. The order details in the automated programming request must match: if the above items do not match, then an error message will be sent to the emr, the details will not be populated on the device. Often, clinicians will then move forward with manually adjusting the infusion.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Root cause: the probable cause of the reported that the incorrect dose/rate was noted on the device as identified and provided review of apr alongside analytics. Customer unable to provide event logs. Issue appears to be human error within the emr workflow. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.